Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that line broke during blinatumomab infusion. (B)(6) 2023: additional information event did not involve urgent/life threatening medication situation. Device found to have a break at distal end of tubing near where clave connects. Blood leaking from tubing, distressing to patient and family. Also places patient at risk for clabsi. Patient had to be de-accessed and re-accessed. No meds infusing at time but delayed administration of next medication.